Manufacturer narrative:
The lead was not returned for analysis, as a result, the allegations against this lead cannot be confirmed. The lead was implanted for approximately 11 years, 9 months. A review of the device history record (DHR) identified no rejects for this lot number. The complaint files were reviewed and there were no additional complaints against this lot number.

Event description:
The customers representative reported this 4017 lead was laser extracted due to high capture threshold. The lead was implanted for approximately 11 years, 9 months.